Manufacturer narrative:
The device was evaluated, and the reported issue of the insertion tube was snaky was not confirmed. The issues of the reduced angulation and insertion tube had a kink were confirmed. Due to wear of the angle wire, the bending angle in up/down/left right directions did not meet the standard value. The connecting tube had a buckling, a wrinkle, and was deformed. The adhesive on the bending section cover was worn and had a crack. The insertion guide protector had a cut and was shaved. The suction cylinder was shaved. The s-cover, scope connector, and switch box had a dent. Due to clogging of the air/water tube, water and air supply volume did not meet the standard value. The light guide lens had a chip. Switch one (1), the universal cord, plastic distal end cover, and light guide lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the evis exera ii duodenovideoscope had reduced angulation, and the insertion tube had a kink and was snaky. The issue was found during routine inspection by the technician. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. -adhesive on the bending section rubber has a crack. -the bending sectionrubber has wear. -connecting tube has a buckling. -connecting tube is deformed and has a wrinkle. -image guide protector has a cut and shaved. -suction cylinder is shaved. -switch box has a dent and a scratch. -connector has a dent. -due to wear of angle wire, bending angle in all direction does not meet the standard value. -due to clogging of air/water tube, air/water supply volume does not meet the standard value. -the device cover has a scratch. -light guide lens has a chip and scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The customer followed cleaning, disinfection, sterilization (cds) steps as per olympus training and the instructions for use (IFU). The possibility of usage of the device with foreign material on a patient was not confirmed or reported by the user. No patient impact or infection reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b3 and b5. Corrected data: e2/e3/g2. G3: the aware date for the initial manufacturing report # 8010047 - 2022 ¿ 05515 was march 7, 2022.